Event description:
It was reported that the unspecified bd infusion set leaked. The patient experienced critical low glucose level. The following information was provided by the initial reporter: checked connections on tubing and noted a small puddle (about size of quarter) in the isolette. The tpn tubing was cleaned/dried and placed on a brown paper towel and immediately noted tpn leaking.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-apr-2023. H6: investigation summary: one sample was received and tested by our quality team. The customer mentioned leakage at bifuse but only the infusion pump tubing was received. The set was tested and thoroughly examined but there were no issues discovered. Without the bifuse mentioned by customer the complaint cannot be verified and root cause remains unknown. This investigation is also limited without the material and or lot number of device involved. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that the unspecified bd infusion set leaked. The patient experienced critical low glucose level. The following information was provided by the initial reporter: checked connections on tubing and noted a small puddle (about size of quarter) in the isolette the tpn tubing was cleaned/dried and placed on a brown paper towel and immediately noted tpn leaking.